Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, and the imaging window and imaging core were twisted. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 22 may 2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image occurred. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was twisted.